Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the wake button had stopped functioning. Reportedly, the customer had to press the wake button with more force, which led to the button detaching from the pump. During troubleshooting with tandem technical support, the customer confirmed that the pump turned on when plugged into a power source. The customer's blood glucose level was 174 mg/dl. Reportedly, the customer had injections pens available as alternate insulin therapy.